Event description:
It was reported that a rf wire presented a coating issue. The proximal coating was beginning to peel back including the insulation peeling; this occurred during preparation outside the patient during unpacking. The device was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
Patient information was not available at the facility.